Event description:
It was reported that the patient received shocks due to t-wave oversensing on the right ventricular (rv) lead. The rv lead remains in use. The patient is a participant in the shock-less study (sls). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 4076 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.